Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms which customer also previously called about. Customer's blood glucose was 80 mg/dl. Troubleshooting was performed and it was found that customer tried all remedies with no resolution. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected excessive no delivery alarms noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.